Manufacturer narrative:
The customer observed fire and smoke coming from the area between the power cord and the architect analyzer (B)(4) 200v power supply. The power outlet in the customer laboratory is located on the floor, and the liquid overflowed and contacted the outlet. Fluid was seen behind the analyzer but the customer was unable to determine source of the fluid leakage. The customer stated that the external waste pump motor power was on, however an audible alarm was heard and the pump was not pumping. The external waste pump (list number 08c94-19) is an optional peripheral accessory that transports waste from the processing module to an elevated drain located in a sink when a floor drain is not available. An abbott field service engineer (fse) was dispatched to the account. The fse found the non-abbott module power outlet was the source of the smoke. Field service indicated the external waste pump ceased working and as a result, the liquid waste pan overflowed allowing fluid to contact the power outlet on the floor, which in turn caused the fire and smoke observed. The fse replaced the waste pump and stated the external waste pump motor failed from normal use. No damage to any other parts of the external waste pump were found. The fse was unable to confirm the burned electrical supply box, because it had already been removed by the customer when the fse arrived on site. The power outlet on the floor was replaced by the supplier. The analyzer was returned to normal operation. Investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling, and a review of instrument service. No returns were made available from the customer site for this evaluation. The external waste pump was not considered available for return due to the possibility of exposure to potential biohazards. However, the fse provided two file images of the external waste pump that confirm the burn damage to the pump and identify the origin of the leak. Architect i2000sr analyzer serial number (B)(4) service history was reviewed and no contributing factors were found. The external waste pump (list number 08c94-19) is inspected and cleaned as part of the architect i2000sr preventive maintenance procedures. Preventive maintenance for this part is recommended every 12 months. The instrument was installed (B)(6) 2013 and the last preventive maintenance was performed for the analyzer on 12/20/2015. No subsequent reports of smoke/burn issues for this analyzer were reported after replacement of the external waste pump and the power outlet. A 2016 ul certification memo contains adequate information noting abbott diagnostics equipment and accessories are certified to the appropriate safety standards, adequate protection is provided for the operator against spread of fire from the equipment. Leakage from the external waste pump contributed to a short of the power outlet; however, the analyzer was undamaged and fire did not spread. A product labeling review found the architect i2000sr service and support manual provides adequate instructions for installation of the external waste pump (list number 08c94-19). Additionally, the architect system operations manual provides probable causes and corrective actions with respect to the external waste pump audible alarm sounding. Probable causes include but are not limited to external waste pump hardware failure. The external waste pump instruction manual provides electrical specifications and installation instructions. The operations manual provides information regarding removal and replacement of the external waste pump as well as information regarding electrical hazards and emergency shutdown of the analyzer. No adverse trend was identified for the external waste pump historical complaint data. Over a 5 year (60 month) review period, (B)(4) other similar complaint was found, in which a leaking external waste pump caused liquid to contact a power outlet and spark. The issue was resolved through normal troubleshooting procedures and no deficiencies were identified. Based on all available information and abbott diagnostics complaint investigation for the architect i2000sr analyzer, no product deficiency and no malfunction was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed fire and smoke from the architect i2000sr analyzer. Solution from the back of the equipment leaked onto the 200 volt power cord connected to the facility power. The analyzer had a short circuit, and fire and smoke were observed in the area between the power cord and the power supply. The analyzer power was turned off. No injuries were reported.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, the device did not perform as intended. However, no systematic issue or product deficiency was identified. Conclusion code was corrected.